Manufacturer narrative:
Updated fields: b4,d9,e2,e3,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h11corrected fields: h6(medical device ¿ problem code)a getinge field service engineer (fse) was dispatched to evaluate the unit, he states the customer discovered the incident immediately. The price has been quoted to the user and is awaiting confirmation. If there is any new information, it will be updated in time. The user rejected the quotation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: no. (B)(6).

Event description:
It was reported by customer that cs100 intra-aortic balloon pump (iabp) alarmed #50 after it was turned on. There was no patient involvement.